Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon falling apart [device breakage]. Case narrative: consumer reported via email that the tampon falling apart. No injury was reported.